Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the base of the connection to the sample port.

Manufacturer narrative:
The reported event was confirmed. The root cause was found to be manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used iap kit. Visual inspection of the sample noted no obvious visible defects. Methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) was injected into the sample port and leaked out of the area where the tubing connects to the sample port. As a first potential root cause we found that the solvent is not evenly distributed in the tube with the appropriate amount of adhesive, the training of the personal is crucial on this operation and the preparation of the dispenser of cyclo. The amount applied may vary on the dipping of the tube depending on the height (amount) of the solvent given at the beginning. The uniform distribution of the adhesive is also affected by the twisting operation performed after the dipping. A lack adequate inspection method to test for leaks is also identified as a contributing cause for not identifying non-conforming product in the inspections]. The device history record review was not required as the complaint was addressed by existing CAPA. Labeling review was not required as the complaint was addressed by existing CAPA. The actual/suspected device was inspected.

Event description:
It was reported that the water leaked from the base of the connection to the sample port.